Event description:
The patient had initial fusion surgery in 2008, in which the construct was put in by transforaminal lumbar interbody fusion (tlif) procedure at l4-s1. Sometime after the surgery, the patient experienced back pain. Upon x-ray, it was noted that the rod at s1 had come loose from its position in the screw within the construct due to the partial disassociation of the incompass 5.5mm ti closure top. Revision surgery was performed. The surgeon was able to remove the incompass ti closure top, reimplant the rod into the screw with a little more rod excess toward the end of the construct, and replace a new closure top to complete the case.

Manufacturer narrative:
Device manufacture date is unknown. Evaluation is pending.